Manufacturer narrative:
Pr 948857. A follow up will be completed ID additional information is received or upon completion of investigation.

Event description:
The nurse inserted a new drain, upon insertion the male part of the tube from the drain that attaches to the patient¿s body snapped off and became lodged into the patient¿s tube. This caused the one way valve to be defective and abdominal fluid to flow freely from the patient¿s body. The patient attended a&e as the tube needed replacing. Update from (B)(6) 2019: the patients catheter did not need to be changed just the valve at the end . The course of treatment did not change. As far as I am aware the mucosal membrane was not affected it was his external skin, the nurse present instantly clamped off drain extending from patients body, cleaned his skin and sent him to hospital where the male catheter tip that had snapped off from the pleurx drain was removed. Unfortunately we did not take photos or collect samples.

Manufacturer narrative:
(B)(4). Since no samples displaying the condition reported are available for investigation, bd was unable to confirm the reported issue as well as fully investigate this incident. A device history record review was completed on the reported batch which showed no non-conformances associated with this issue during the production of this batch. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. The failure mode will be entered into the complaint management system to be tracked / trended.

Event description:
The nurse inserted a new drain, upon insertion the male part of the tube from the drain that attaches to the patient¿s body snapped off and became lodged into the patient¿s tube. This caused the one way valve to be defective and abdominal fluid to flow freely from the patient¿s body. The patient attended a&e as the tube needed replacing. Update from 20/may/2019:the patients catheter did not need to be changed just the valve at the end . The course of treatment did not change.as far as I am aware the mucosal membrane was not affected it was his external skin, the nurse present instantly clamped off drain extending from patients body, cleaned his skin and sent him to hospital where the male catheter tip that had snapped off from the pleurx drain was removed.unfortunately we did not take photos or collect samples.